Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a dislodged pitch cable at the proximal end within the housing. This causes the instrument to fail the imprecise motion test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the dislodged cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. .

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument exhibited an spontaneous articulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument exhibited uncontrolled motion, prompting its immediate replacement. No patient injury or visible damage was reported. The jaws were functional. The issue was resolved by replacing the instrument.